Event description:
Complainant alleged that during pacing of a female pt , via electrode pads, the device did not display an ECG signal. After switching to 5 lead pt cable, they were still unable to see an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. The same patient reported on medwatch report number: 1220908-2009-01119.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.